Event description:
I applied one dexcom g7 continuous glucose monitor to my right forearm as instructed (and I have done this many times). I bleed immediately after the application, a lot of bleeding, and also caused a quarter-size bruise at where I applied the sensor.